Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that following mynxgrip vascular closure, the patient developed an infection at the access site. The patient had their abscess cultured and developed a staph infection. Additional information received indicated that following an inpatient interventional coronary procedure, a mynxgrip vascular closure device (vcd) 6f/7f was used in conjunction with a 7f cordis sheath for femoral venous closure. A 2 cm area oozing from the access site was noted. The vcd¿s packaging was not compromised during storage. The vcd¿s packaging was opened in a sterile field at the time of deployment. Hospital protocols (i.e. Sterile technique) were followed. The patient received prophylactic antibiotics prior to the procedure. Multiple stick punctures were not required. The patient was under general anesthesia during the procedure. During the vcd deployment, the user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. Kinks in the sheath or device after removal were not noted. The access site was maintained post-procedure with sterile bandage followed by band-aid. The patient had no recent infections at the time of the event and was not immunocompromised. The patient was not taking chemotherapy, steroid therapy or tnf inhibitors. The patient received antibiotics to treat the infection. The patient's hospitalization was extended by 1 day. The patient was noted to have recovered. The product was not returned for analysis. Review of lot f1715301 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that following mynxgrip vascular closure, the patient developed an infection at the access site. The patient had their abscess cultured and it developed staph. Addendum ((B)(6) 2017) additional information received indicated that following an inpatient interventional coronary procedure, a mynxgrip vascular closure device (vcd) 6f/7f was used in conjunction with a 7f cordis sheath for femoral vonous closure. Two (2) cm area oozing from the access site was noted. The vcd¿s packaging was not compromised during storage. The vcd¿s packaging was opened in a sterile field at the time of deployment. Hospital protocols (i.e. Sterile technique) were followed. The patient received prophylactic antibiotics prior to the procedure. Multiple stick punctures were not required. The patient was under general anesthesia during the procedure. During the vcd deployment, the user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. Kinks in the sheath or device after removal were not noted. The access site was maintained post-procedure with sterile bandage followed by band-aid. The patient had no recent infections at the time of the event and was not immunocompromised. The patient was not taking chemotherapy, steroid therapy or tnf inhibitors. The patient received antibiotics to treat the infection. The patient's hospitalization was extended by 1 day. The patient was noted to have recovered. The vcd will not be returned for analysis. This is report 2 of 3.